Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was approximated from age at time of implant. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 40 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. It was reported that the patient was admitted on (B)(6) 2017 with 4-5 days of drainage from the driveline site. Wound and blood cultures were negative as of (B)(6) 2017. Reportedly the patient had not had systemic symptoms. White blood cell count (wbc) was 8.410e3/mcl upon admission. The patient was started on empiric vancomycin and was given formal training about driveline exit dressing changes. The event was reported as ongoing.

Manufacturer narrative:
A specific cause for the report of drainage from the driveline exit site could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on bactrim.